Manufacturer narrative:
07/26/1999 supplemental #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.